Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).

Event description:
Customer called to report that while troubleshooting the coulter lh750 hematology analyzer, customer discovered clear fluid on the needle bellows area. Customer reported there was no sample aspiration in primary mode, but secondary mode aspiration was acceptable on the instrument. Customer stated that when the needle retracted, there was clear fluid left on the bellows area. Customer attempted to replace the tubing on needle assembly, without assistance, but did not have a replacement needle assembly. Customer attempted to run 50% bleach in automatic mode, but no aspiration was possible. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected and repaired the instrument by replacing the needle, which was broken at its end. The root cause of the leak is attributed to a broken needle.